Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose under 20 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. The customer stated they normally receive 38 to 48 units but at the time of the incident, they received over 90 units. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test, a21 error test and the delivery accuracy test at 0.08730 inches. No over delivery anomaly or under delivery anomaly noted. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime or a33 test due to faulty force sensor resistor unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device had minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and a partially broken reservoir tube lip.